Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: unknown tibial component catalog # unknown, lot # unknown. G2: australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure nine months post implantation due to pain, swelling, range of motion and patella maltracking. Surgeon believes tibial rotation was not set correctly causing internal rotation with flexion and extension and this is causing the patella to sublux. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, d10, g1, g3, g6, h1, h2, h10. D10: unknown patella catalog # unk lot # unk.

Event description:
It was reported patient underwent a revision procedure nine months post implantation due to pain, swelling, range of motion and patella maltracking. Surgeon believes tibial rotation was not set correctly causing internal rotation with flexion and extension and this is causing the patella to sublux. Additionally, when the patient flexed the knee, the patella would temporarily dislocate causing the patient pain and discomfort. When patient extended the knee the patella would relocate, also with pain. Attempts to obtain additional information have been made; however, no more is available.